Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performs service by themselves and was contacted by our field service engineer about the findings during log review. The claimed issue was reportedly not reproduced during troubleshooting by the user facility. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error code for power failure is generated when +24 v supply is below +21.5 v for more than three seconds. The other reported error indicates that the safety valve was detected as open without fulfilled opening conditions. A safety valve open alarm is generated when a low level of the signal safety valve closed is detected for more than 8 seconds and before 10 seconds. The reported issue was confirmed in provided device logs. The issue investigated herein was not reproduced and no parts required replacement. Therefore, the cause of the failure was not established.

Event description:
During review of logs for a complaint on the same device, it was noted two technical error codes indicating power error and open safety valve which are unrelated to the initial complaint. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.